Event description:
The complainant reported that a patient on impella 5.5 support encountered a placement signaling alarm. The alarm persisted despite changing the automated impella controller. There was no harm to the patient as a result of this incident, however, the patient eventually expired during support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was sensor silicone wear, which happened beyond the design life of 60 days. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.